Manufacturer narrative:
Explant date: (B)(6) 2017.

Manufacturer narrative:
Correction: (B)(4). Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.

Manufacturer narrative:
The reported event of capture anomaly and inappropriate shocks could not be confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The cause of the field event remains undetermined.

Event description:
It was reported that a patient present to the emergency room for unrelated to the device issue. The device was explanted prophylactically due to advisory. The patient was stable post procedure.